Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with cgm readings progressing from the mid-200s to a peak of 323 mg/dl and later trending down, corroborated by a fingerstick of 301 mg/dl during the episode and subsequent improvement to 179 mg/dl; the user had recently eaten and reported expected postprandial rises, and infusion supplies had been changed the prior day with a contact detach set (23", 6 mm). Symptoms included no reported clinical symptoms during the highest reading. Outcomes included no alerts or alarms from the device and no medical intervention or hospitalization. Investigation included real-time troubleshooting, trend review of cgm data showing variable readings with brief ¿boomeranging,¿ confirmation with fingerstick testing, and follow-up attempts. Investigation of this case revealed that blood glucose fluctuations were consistent with postprandial hyperglycemia and sensor variability, with no evidence of device malfunction or infusion set failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.